Event description:
It was reported that the gem v/nv primary 20dp experienced defective/damaged tubing. The following information was provided by the initial reporter: material no.: 2200-0500 batch no.: unknown allegedly did not detect air from a defective set that separated. Additional info: it was reported that air in line was not detected. Per the customer, there was a small cut in the soft silicone tubing bottle side which eventually tore all the way off. Pcu that was connected allegedly did not detect air from a defective set that separated. The medication to be infused was potassium chloride. There is no patient information.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/18/2021. H.6. Investigation: a complaint of component damage was received from the customer. One sample was returned for investigation. Through visual inspection separation due to damage was seen at the upper filament of the set. The top half of the set had a piece of tubing attached to it. A device history record review could not be performed on model 2200-0500 because an invalid lot number was provided by the customer. The root cause for this failure is excessive force being applied to the pumping segment causing a tear. If the pumping segment is misloaded or pulled too hard it causes tares to the tubing. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv primary 20dp experienced defective/damaged tubing. The following information was provided by the initial reporter: material no.: 2200-0500, batch no.: unknown. Allegedly did not detect air from a defective set that separated. Additional info: it was reported that air in line was not detected. Per the customer, there was a small cut in the soft silicone tubing bottle side which eventually tore all the way off. Pcu that was connected allegedly did not detect air from a defective set that separated. The medication to be infused was potassium chloride. There is no patient information.